Manufacturer narrative:
The device was evaluated. Based on investigation results, the reported issue was confirmed. Probable cause based on reasonably known information based on device evaluation was due to inappropriate material problems, cause raced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the ultrasound broncho fiber videoscope exhibited heavy yellowish fluid coming from the bending section. There was no patient involvement.